Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023 it was reported by a sales representative via (B)(4) that an ar-7800 fibertape® cerclage tensioners ratcheting/ locking spring was rusted. This was discovered during a case and they were able to complete the case with no issue.

Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-7800 due to the damage to the device. Visual inspection noted the spring next to the pawl lever is broken off and was not returned though rusted markings can be seen in its place. The most likely cause for the broken spring is attributed to misuse due to use error. While the most likely cause for the rust can be attributed to the cleaning processes performed. Refer to the investigation photos.